Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that they want to make sure the customer's insulin pump was functioning properly. The blood glucose reading was 222mg/dl. The caller stated that the customer was throwing up and had stomach pain. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime and the insulin did exit. Performed the high pressure test and the test failed twice. No further information was provided.